Event description:
Customer reports in the or, the tubing disconnected at one of the three connections within the IV tubing and all the anesthesia induction medications ran out onto the floor. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
This report was filed by the manufacturer. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.